Event description:
It was reported that there was foreign matter inside the package. A renegade microcatheter was selected for use in this procedure. Upon opening the packaging while still outside the patient, there was what appeared to be a hair inside the package. This microcatheter was not used and another microcatheter was used to complete the procedure successfully without sequelae.